Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer declined to provide information regarding their blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.